Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had an under delivery alarm. Customer was hospitalized due to high blood glucose. Customer's high blood glucose value was 400 mg/dl at the time of incident. Customer alleged under delivery of insulin due to constant high blood glucose levels for multiple months. The insulin pump will not be returned for analysis.